Manufacturer narrative:
The reporter stated the device was a parapac, not a parapac plus, however, the reported catalog number corresponds with a parapac plus device.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the vent of a pneupac¿ parapac plus kit disconnected from the oxygen source while the patient was being transported. It was noted the event occurred at the end of therapy. The patient was left without an oxygen supply. The patient expired.